Manufacturer narrative:
Received one (1) used unit. List #ch-14-25, vented bag spike, clave®, 25 units; lot #13745157. --> one (1) used. List #unknown, fresenius kabi glucose 5% freeflex 250 ml intravenous bag; lot #13slf292. One (1) used unit. List #ch-14-25, vented bag spike, clave®, 25 units; lot #13745157. --> one (1) used. Ref #(B)(4), baxter exactamix 250 ml eva intravenous bag; lot #n22-0370. Two (2) used. List #unknown, clave vented spike; lot #unknown. --> two (2) used. List #unknown, fresenius kabi paclitaxel 300 mg vial; lot #87230489ab. No visual damages or anomalies were observed. The reported complaint of floaters in the bag could be confirmed. There were floaters in the exactamix bag and no floaters in the glucose bag or in either of the vials received. The floaters were observed under a microscope and were observed to be soft and not a hard plastic. The source of the floaters is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint involving a vented bag spike, clave®, 25 units experienced particulate in the fluid path. The reporter stated that, the problem occurred on (B)(6) 2024 with the drug abraxane nabpaclitaxel when they were making up the drug using ch14 bag spike & a code e3002-od evabag a floater noticed in the bag. They have the cytotoxic sample involved which we will send to ICU medical for investigation. The status of the product at the time of event was before use. The identity of involved and/or mating devices was eva 250 ml bag from (baxter), code e3002-od evabag exactamix ref lot n22-0370 and ch14 bag spike in the abraxane chemo drug. The type of procedure was aseptic pharmacy dept compounding unit medications¿ chemotherapy. The problem was detected prior to direct patient use. There was no serious injury, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no med/surg intervention required. Involved device is available to be tested. There was no patient involvement and no patient harm.

Manufacturer narrative:
E1 - initial reporter phone (B)(6). The device was received for evaluation. The investigation is pending.